Event description:
The lay user/patient contacted lifescan alleging the meter casing battery cover is damaged. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken/loose battery cover. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
Upon review of a returned homechoice (hc) (yume) device, the technical service center engineer found a burnt part on the j4 connector of the accomp board and heater pan. There was no allegation about the burnt from the customer.